Manufacturer narrative:
The device was returned with a missing left ventricular (lv) septum and the reported event of set screw issues was confirmed. The device¿s header was inspected. The other two septa on the same side of the missing lv septum were still intact indicates that the missing lv septum was not due to improper removal of parylene, a polymer coating. No other anomalies were found.

Event description:
During implantation procedure, the lead was unable to be screwed into the device. Additional information regarding the event and the associated lead was requested but not available. The device was exchanged and the patient did not experience any adverse consequences.